Manufacturer narrative:
During removal of the healing cap the healing cap fractured. Fragment of the screw could not be retrieved from implant and implant needed to be explanted. The fracture of the healing cap was caused by overloading and not during removal. The dental procedure and or patient condition caused fracture. The removal of the screw fragment should have been done using a re-set instead of explanation.

Event description:
During removal of the healing cap the healing cap fractured. Fragment of the screw could not be retrieved from implant and implant needed to be explanted.